Event description:
During testing it was reported that the product over-heated. There was no pt involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The device is available for evaluation. However it has not yet reached the manufacturing site for investigation. A follow-up report will be filed once the investigation is complete.